Manufacturer narrative:
Product complaint #(B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization, an EU 4.5 x 22 mm stent 12 mm dw tip intracranial stent (enc452212, 8697546) became impeded in the proximal of an unspecified microcatheter (mc) and could not advance any more. The physician retracted the stent out and observed that the stent was released automatically. The physician switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 13-sep-2024 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter used was a prowler select plus (unknown product code, lot). The event did require removal of the microcatheter and subsequent loss of cerebral target position. Other devices were successfully used with the concomitant device prior to the encountered resistance. There was no excessive force used with the devices. The microcatheter did not kink/bent. The event did not cause procedural delay. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent ((B)(6)) became impeded in the proximal of an unspecified microcatheter (mc) and could not advance any more. The physician retracted the stent out and observed that the stent was released automatically. The physician switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 13-sep-2024 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter used was a prowler select plus (unknown product code, lot). The event did require removal of the microcatheter and subsequent loss of cerebral target position. Other devices were successfully used with the concomitant device prior to the encountered resistance. There was no excessive force used with the devices. The microcatheter did not kink/bent. The event did not cause procedural delay.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section e1. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.